Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-01411. It was reported that imaging showed the patient's leads had migrated. As a result, the patient was unable to undergo an MRI. Surgical intervention was undertaken wherein both leads were explanted and replaced on (B)(6) 2019.